Event description:
It was reported that pump experienced malfunction alarm identified as malf 14, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, and malfunction did not recur, so customer was advised to continue using pump and to call back if issue returned, with caller confirming understanding of instructions.